Manufacturer narrative:
H6: imdrf device code a150103 captures the reportable investigation result of clip soft deployment in an unknown anatomy. H10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly detached from the bushing but attached to the control wire which is evidence of a soft deployment. Microscopic examination was performed, and it was found that the clip assembly bottom part was deformed. No other problems with the device were noted. A media analysis was performed and it was possible to observe the device inside the original pouch without any discernible problems. The reported event of clip was defective was confirmed. It is possible that during unpacking, the clip was hit against a hard surface causing the damage on the capsule, and this possible hit, lifted the locking tab which function is to attach the clip to the bushing. Therefore, with this component lifted, there was not enough subjection between the clip and the bushing, causing the reported problem on the device. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used for bleeding during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (b)(3) 2022. During the procedure, it was noticed that the device was defective. The procedure was completed with another device. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts. This event has been deemed a reportable event based on the investigation finding of clip soft deployment in unknown anatomy. Please see block h10 for full investigation details.